Event description:
A malfunction was reported on the pump, and there were no notable events preceding the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump, with a note to call back if the issue recurs. The caller acknowledged and understood the instructions.